Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during internal fixation surgery, (2) jet-x tin 5mm x 45mm short half pins broke off in the femur. It is unknown if/how surgery was completed, and if there was any delay. No patient injury reported at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during internal fixation surgery, (2) jet-x tin 5mm x 45mm short half pins broke off in the femur. It is unknown if/how surgery was completed, and if there was any delay. No patient injury reported at this time.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. Two of the three devices that were returned were fractured along the threaded area, rendering the devices inoperable. It is unknown if the third device was used or not. A review of complaint history revealed similar events for the listed devices over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to these devices and failure mode. A contribution of the devices to the reported event could be corroborated as the devices were found to be fractured. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.